Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specifications.

Event description:
The disposable femoral impactor tip ijig broke following impaction of the femoral component. The femoral component had been fully impacted. The surgery proceeded without incident.